Manufacturer narrative:
Manufacturer's investigation conclusion the reported events of a dim lcd and pump running led were unable to be confirmed; however, the event of low voltage alarms and low rsoc voltage while connected to the patient cable were able to be confirmed. The heartmate ii system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 11 days (23aug2021 ¿ 03sep2021 per timestamp). While the controller was connected to the patient cable, the rsoc voltages were below the expected 14v and were measured to be ~11v. Low voltage hazard alarms were active on (B)(6) 2021 at 17:47:16 ¿ 17:47:19, and 20:37:47. The alarms active on 17:47:19 occurred along with low power advisory alarms while the controller was connected to charged 14v batteries. The alarms cleared shortly after activating. There were no other notable alarms active in the log file. Pump operation was not affected. Additional information provided on 30nov2021 stated that the controller will not be returning. The root cause of the reported events were unable to be conclusively determined through this investigation. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarms. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: pc-63687) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Manufacturer report number: 2916596-2021-05223. It was reported that the patient presented to the emergency department (ed) after 12 consecutive hours of nausea/vomiting and increasing severity of fatigue. The patient was found to be in sustained ventricular tachycardia (vt) with a rate of greater than 200bpm. While the patient was in vt, their pump speed decreased from 9200rpm to 8800rpm; the ventricular assist device (vad) coordinator returned the patient's pump speed back to 9200rpm. The arrhythmia resulted in diminished ventricular assist device flows. After the patient was cardioverted into a normal rhythm, it was found that they were having low voltage advisory while their batteries each had 4 bars of power indication. These low voltage alarms have been a persistent complaint with the patient, therefore, he had received new clips and new batteries as recent as (B)(6) 2021. Both the new clips and new batteries were in use at the time of the low voltage alarms. A red battery hazard alarm was noted when the patient's black power cable's connection was changed from the power module to the batteries. The alarm resolved when reconnecting back to the power module. The alarm did not return when the patient black power cable was reconnected to the battery. The patient's controller was inspected and found to be extremely worn and the lcd screen and pump running symbol were nearly unreadable. A decision was made to exchange the controller. While installing the patient's new heartmate ii controller, the emergency backup battery (ebb) gave a backup battery fault. Reseating the ebb did not resolve the alarm. A new ebb was used to successfully install the new heartmate ii controller. The first controller was exchanged without incident. A review of the log file revealed low voltage events on (B)(6) 2021 at 1747 and 2037 while using battery power. There were some odd voltages noted causing low voltage events. It was also noted that while using the patient cable the rsoc voltages were below specification in the 11-12v range instead of 14v. The low rsoc voltages may have been due to the power leads in the controller, but, if the patient cable had been in use for over a year, a replacement was recommended.